Event description:
I ordered a pair of audien atom 2 otc hearing aids from audien hearing partners. Upon receipt, I repeatedly attempted to insert and position the devices over an 8-hour period. Whenever I touched, adjusted, or manipulated the devices in any way a piercing, painfully loud stream of electronic feedback caused me extreme hearing discomfort. This product should never have received FDA clearance for consumer use. It is dangerously flawed and poses a potential risk of causing damage to the inner ear. Company contact info: audien hearing partners, 10733 n. Frank lloyd wright blvd., ste 103, scottsdale, az 85259, support@audienhearing.com https://audienhearingpartners.com/ 205-255-1112. Ref report: mw5183523.